Manufacturer narrative:
Submit date: 3/16/2017. An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported (B)(6) 2017 that a customer had an issue with a syringe. The customer states a syringe was discovered to contain a cardboard-like particulate stuck between the ribs of the plunger during inspection.